Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.00mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely tightly folded. There was a longitudinal tear 139mm long starting at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.00mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.